Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with mentor smooth round moderate plus profile 200cc saline breast implants which there was bilateral issue with infection after the implantation. As a result patient had them removed and replaced as follow: right replaced with cat#: 3502004bc sn#: (B)(4), and left replaced with unknown implant on (B)(6) 2020. This report is for the left implant.